Manufacturer narrative:
The creatinine reagent lot number was 86354001 with an expiration date of 31-dec-2025. The qc was within the assigned ranges on the day of the event. The field service engineer found that the sample probe was very dirty with a visible clot. He replaced and adjusted the sample probe and adjusted the sample wash along with other probes. The engineer checked the instrument and found it performing within specification. No further issues were reported after the service visit.

Event description:
We received an allegation about questionable results for 5 patients' samples tested with creatinine plus ver.2 assay on a cobas c 503 analytical unit. Reportedly, the results for 5 patients' samples were rectified. Discrepant results for 1 patient sample were provided. Initial result: 9.74 umol/l. Data flags accompanied some other results, prompting the repeat of the samples. Repeat result: 190 umol/l. The higher results were deemed to be correct.